Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On april 25, 2024, customer's legal representative said customer reported having a low blood glucose on (B)(6) 2018 at 13:08. 911 was called when she fell and struck her chin after having low blood sugar. Paramedics said she had a low blood glucose of 44mg/dl. She was taken to the emergency room and given dextrose 50. Customer was not hospitalized. There was no hyperglycemic event. Per customer, basal rate from midnight to 8:30am was 2.9u/h and from 8:30am to midnight was 2.6u/h and target glucose was 100-120mg/dl. Pump was used within 48 hours of the low. Customer discontinued use of the pump and pump was discarded per svn (B)(4). Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that medtronic legal received information on (B)(6) 2024 alleging that the use of one or more 600 series medtronic insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and hospitalization. The customer was also reported symptoms of disorientation, confusion and dizziness. The hyperglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1715k, mmt-397, mmt-332a. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1715k. No product return is required for mmt-397. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.